Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality stress testing without duplicating the report. The reported message of defib pad short is an advisory message and is within normal operation of the device. The defib pad short message will prompt when a short is detected by the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.